Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery, no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "dizziness", "muscle weakness", "visual disorders", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of intravenous "insulin infusion" (type/dose unspecified) for a diagnosis of hyperglycemia prior to transporting customer to the hospital; hospitalized for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "dizziness", "muscle weakness", "visual disorders", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of intravenous "insulin infusion" (type/dose unspecified) for a diagnosis of hyperglycemia prior to transporting customer to the hospital; hospitalized for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "dizziness", "muscle weakness", "visual disorders", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of intravenous "insulin infusion" (type/dose unspecified) for a diagnosis of hyperglycemia prior to transporting customer to the hospital; hospitalized for an unspecified period of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.